Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01205, 3005168196-2018-01206. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the hospital staff was unable to push three smart coils out of the microcatheter, and therefore the smart coils were removed. There was no report of an adverse effect to the patient.